Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 15.0-15.4cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at this location.

Event description:
It was reported that externalized conductors were observed. No electrical anomalies were detected during device interrogation prior to the procedure. The lead was explanted and replaced without difficulties during device changeout for normal eri. The patient will be monitored.